Manufacturer narrative:
The device evaluation found no defect related to reprocessing. Based on the results of the investigation, there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. A definitive root cause of the customer's allegation could not be specified. A device history review revealed no issues that could have caused or contributed to the reported issue. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the sterilization cap was forgotten to be attached, and sterilization was performed on the deflectable videoscope. There were no reports of patient harm.